Manufacturer narrative:
The pump was returned in good physical condition. The motor rate error was found and confirmed during an occlusion test. The issue was found to be a combination of motor assembly, worm gear, leadscrew, and clutch halves were found old, dirty and worn out. After replacing the motor assembly, worm gear, leadscrew and clutch halves, the pump was able to pass functional testing. The cause of the issue was determined to be from normal wear of the components.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a failed occlusion test and a motor rate error. There were no reported adverse events.

Manufacturer narrative:
Additional information received that there was no patient involvement. Event occurred during testing.